Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a proglide device. Reportedly, no flow was reported at the marker lumen and the suture came out of the patient anatomy with the knot. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. The reported ¿suture came out of the patient anatomy with the knot¿ was confirmed as a bilateral cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was deployed after there was no blood flow from the marker lumen. The electronic proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide suture mediated closure device if the marker lumen is not patent. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.